Event description:
On (B)(6) 2012, the customer reported that the dxc 880i instrument leaked. Customer stated that the sample tube caps and racks were wet. The volume of the leak was unknown, however, the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and found that there was no vacuum at the cap piercer. Fse noted that there was an obstruction within waste line #118. Fse cleared the obstruction in waste line #118 and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).